Manufacturer narrative:
Results: photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for barrel bowed and scale marking issue with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the possible root cause was improper materials handling of freshly molded barrels while delivering to the marker. It is possible procedures for materials handling were not followed and as a result the barrels were over-stacked on the delivery cart. This could cause a limited number to be bent. It is also possible a jam at the assembly machine affected some of the barrels. There was a documented instance of a temporary jam and one of the barrels exhibited flange damage consistent with such an..

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: n/a. (B)(4).

Event description:
It was reported, the bd barrel 1cc s/t w/sil had warped barrels along with illegible printing. Found before use. No serious injury or medical intervention noted.